Event description:
Beckman coulter field service engineer (fse) was at the customer site on (B)(4) 2013 to investigate the event which occurred at the customer site on (B)(6) 2013 (documented in MDR #: 2122870-2013-00407). The fse collected the archive data file from the customer and supplied complaint investigator with the file on (B)(4) 2013. Based on the investigator review of the archived data, it shows that erratic troponin (accutni) and creatine kinase-mb (ckmb) patient results occurred on other days as well. This MDR report is being filed for erratic accutni results obtained on (B)(6) 2013 for one patient sample. Accutni result for the same patient recovered at 0.31 ng/ml and the duplicate result was 0.54 ng/ml. The repeat result was 0.41 ng/ml. Customer runs all accutni samples in duplicate. Calibration and system check data was not supplied. Quality control (qc) was within the laboratory's established ranges on the date of the event. It is unknown if there was any change to patient treatment. The customer did not supply additional information.

Manufacturer narrative:
Samples are collected in lithium heparin tubes. Customer centrifuges samples for 5 minutes at 3600 rpm. Service was not dispatched for this event. The cause of the erratic accutni and ck-mb results could not be determined with the supplied information.